Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) received four shocks for about thirty seconds apart. Boston scientific technical services (ts) reviewed and noted that patient received shocks for atrial fibrillation (af) with rapid ventricular response (rvr). In addition, atrial undersensing was also observed due to fine af which resulted in ventricular greater than atrial being true and thus overrides the inhibit decision. Further, the patient was presently in sinus rhythm. Additional information indicates that atrial sensitivity was increased and that patient experienced painful shocks for rvr. This crt-d remains in service. No adverse patient effects were reported.